Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 60-year-old male undergoing escalation of care was implanted with an impella 5.5 device for mechanical circulatory support. The team went back to the operation room to check for bleeding since the jackson pratt drain yielded around 3l, but nothing was found. The impella site was clean and dry, no bleeding or hematoma noted. The clinician noted right arm is slightly swollen and will monitor. Since the implant the day before, the patient has received 19 packed red blood cells (prbc), 10 fresh frozen plasma (ffp), 7 platelet(plt), 20 cryo, 750 albumins, 1.5 of lr. The plan is to diurese and rest on impella.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The product was not returned. As per the clinical information provided, the root cause of the access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review.